Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
Removal of simplify ctdr c5-c7 revision to anterior corpectomy a/p fusion. It was reported that the reason for removal was a c6 periprosthetic compression fracture. No infection detected.